Event description:
It was reported that during insertion of the intra-aortic balloon (iab), there was difficulty in crossing the introducer sheath. As a result, another iab was used. There was no report of patient complication or serious injury or death.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2019-00054 and tc # (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "catheter was difficult in crossing the sheath" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: the complaint has been reopened to investigate the device that was returned to teleflex for investigation. The reported complaint that the "catheter was difficult in crossing the sheath" is confirmed. The sheath in question was not returned for investigation; however, the one-way valve failed during functional testing. A failing one-way valve will result in difficulty of pulling and maintaining a vacuum on the iab bladder. If a vacuum of the bladder is not maintained, it can result in difficulty advancing the iab through the sheath. The iab bladder membrane passed dimensional and functional inspection. The root cause of the failed one-way valve is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), there was difficulty in crossing the introducer sheath. As a result, another iab was used. There was no report of patient complication or serious injury or death.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2019-00054 and (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "catheter was difficult in crossing the sheath" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
Qn#(B)(4). For related complaint see MDR #3010532612-2019-00054 and tc #(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), there was difficulty in crossing the introducer sheath. As a result, another iab was used. There was no report of patient complication or serious injury or death.